Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that when opening the package, the catheter appeared to be sticking out from under the lid. It was further noted that there may have been a slight kink, and customer did not want to use it. It was further reported that when opening and giving to scrub nurse, the nurse commented that the catheter appeared kinked and potentially in between the glue section of the sterile packaging, or was pressed against the seal and not in the section of the packaging as it should have been. The nurses commented that it looked kinked. The catheter was never implanted. The healthcare provider discarded the device. The issue was resolved as of (B)(6) 2024. The patient was without injury as of (B)(6) 2024. The patient¿s medical history was unknown or would not be made available.